Event description:
The customer reported that the system displayed a communication error message and will not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed an adjustment of the reference tensions. The system was tested and found to be working as intended and put back in service.